Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the false air in line alarms which were reproduced while running a loaded set. It was observed that the upstream sensor had low fluid numbers. Low ultrasonic readings have been known to contribute to false air in line alarms. The failed upstream sensor was replaced. (B)(4).

Event description:
During baxter's functionality testing of a spectrum pump, it displayed the air in line message. There was no patient involvement.